Event description:
It was reported by the customer that a pyxis medstation es system had an incorrect patient account. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was mistakenly canceled or discharged. The customer created a new profile. The system functioned as intended after the customer resolved the issue.